Event description:
Procedure type: inguenal hernia repair. Patient gender: unknown. According to the reporter: piece of the trocar broke off during procedure. The piece fell into the cavity, and it was retrieved with graspers. There was no additional bleeding, no tissue damage, no extension of time or incision size. No injury to patient sustained.

Manufacturer narrative:
(B)(4).